Event description:
During the initial implant procedure, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was repositioned multiple times, however, no acceptable impedance measurement could be established. The rv lead was explanted and replaced to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.